Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was out walking and received an inappropriate shock. Technical services reviewed the device data and found there was oversensing of myoelectric and oversensing of atrial wave during supraventricular tachycardia (svt). The patient was evaluated in the clinic and myoelectric testing was performed; however, it could not be re-produced. Svt had not been detected in the past; however, the medication was just reduced therefore, unable to rule out if that had an effect. Additionally, it was noted there have been multiple events of appropriate shock due to the patient having ventricular tachycardia (vt). This time, the patient experienced some discomfort. At this time, the system remains in service. No adverse patient effects were reported.